Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device will not be returned.

Event description:
When drilling through the target device of the distal hole, there was solid metal contact, so that it could not be drilled. Prof. Complete the procedure successfully by freehand targeting and drilling.